Event description:
It was reported that a symptomatic patient presented to the clinic and the pulse generator exhibited backup operation. The patient was exposed to radiation therapy. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.